Event description:
I performed an evlt for a patient in april. Unfortunately, there was a malfunction with the laser and unbeknownst to me a portion of the laser fiber was retained in the patient. I diagnosed the retained foreign body on a 1-week ultrasound follow up. I then removed the foreign body 2 days later. I have never seen this in my career and when I did some research, after the fact, I saw one case report with a similar situation occurring.